Event description:
It was reported that the patient presented in the emergency room due to inappropriate shock causing discomfort. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited far p wave over-sensing. Chest x-ray confirmed rv lead dislodgement. Fluoroscopy was also performed during the lead revision procedure. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.